Event description:
It was reported that approximately two years post-implantation, the patient underwent a right hip revision due to instability. The bearing and head were revised. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). D10: vivacit-e dm bearing 28x44mm, item #: 110031012, lot #: 65311975. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 extended offset reduced neck length, item #: 00771100940, lot #: 64870949. G7 osseoti 4 hole shell 54mm f, item #: 110010245, lot #: 65300558. G7 dual mobility liner 44mm f, item # :110024464, lot #: 976900. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.